Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Na

Event description:
It was reported that during the percutaneous coronary intervention (pci) procedure of the mildly calcified left anterior descending (lad) diagonal branch, the ht balance middleweight universal ii wire would not pass through the lesion. During removal resistance was met and when removed from the patient, it was noted the distal part had become elongated. The procedure was completed successfully with a new wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.